Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the ipg was replaced per physician¿s preference. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo an ipg replacement procedure.